Event description:
It was reported that inappropriate therapy due oversensing of noise was observed. The device was reprogrammed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.